Manufacturer narrative:
D10 concomitants: (B)(6) 234-03-02 - optetrak asy,ps cemented femoral, sz 2, (B)(6) 204-04-23 - trapezoid tibial tray sz 1f/3t, 2f/3t. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right knee was revised approximately 13 years port initial operation. The surgeon performed a synovectomy surrounding the affected knee. Minimal osteolysis present. Tibial insert had significant wear on both condylar surfaces and posterior to post. Femoral and tibial component were well fixed. Tibial and femoral components were retained while the tibial insert components were replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The revision reported was likely the result of tibial insert prosthesis wear over 13 years of implantation. Possible causes of the observed polyethylene wear include high contact stresses during knee flexion and extension, third body wear, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. As the suspect device was not provided, none of these potential causes or their contribution to the sequence of events can be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.